Event description:
It was observed that during the device evaluation, the generator exhibited error code e411. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be prevented by following the instructions for use which state: damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Before each use, inspect this electrosurgical generator as instructed below. Inspect other equipment to be used with this electrosurgical generator as instructed in their respective instruction manual. If the output is activated and the output tone can be heard but no output indicator illuminates or the touchscreen is off, stop the procedure immediately, switch off the electrosurgical generator. Otherwise, it may cause perforation, bleeding and user and/or patient burns. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.